Manufacturer narrative:
This report will be updated when additional information is received.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed oversensing of noise on the right ventricular (rv) lead. A ventricular tachycardia (vt) episode was stored showing one delivered shock, with a low, out-of-range impedance measurement of less than 20 ohms. The arrhythmia was redetected in the ventricular fibrillation (vf) zone, but the remaining 22 shock attempts were aborted/diverted due to a short circuit condition and a code 1004 was recorded. Additionally, a code 1006 was recorded due to high voltage detected on the leads. Technical services discussed this could have been caused by any external defibrillation shocks being delivered, or due to the internal charge circuitry being damaged and no longer functioning properly. Technical services discussed the device and rv lead should be replaced. The patient was hospitalized pending further actions. The local distributor representative reported that the patient was in the cardiac care unit (ccu) and the ICD system would be explanted once the patient was more stable, possibly in the week of may 22. The patient was implanted in egypt, so the model/serial and manufacturer of the implanted rv lead was not known. At this time, no additional information has been received.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) showed oversensing of noise on the right ventricular (rv) lead. A ventricular tachycardia (vt) episode was stored showing one delivered shock, with a low, out-of-range impedance measurement of less than 20 ohms. The arrhythmia was redetected in the ventricular fibrillation (vf) zone, but the remaining 22 shock attempts were aborted/diverted due to a short circuit condition and a code 1004 was recorded. Additionally, a code 1006 was recorded due to high voltage detected on the leads. Technical services discussed this could have been caused by any external defibrillation shocks being delivered, or due to the internal charge circuitry being damaged and no longer functioning properly. Technical services discussed the device and rv lead should be replaced. The patient was hospitalized pending further actions. The local distributor representative reported that the patient was in the cardiac care unit (ccu) and the ICD system would be explanted once the patient was more stable, possibly in the week of may 22. The patient was implanted in egypt, so the model/serial and manufacturer of the implanted rv lead was not known. At this time, no additional information has been received. The local distributor representative contacted the hospital to confirm the status of the patient and ICD system and was informed that the patient had returned home to egypt to see the physician that implanted the system. No further information is able to be obtained by the distributor in qatar.

Manufacturer narrative:
This report will be updated when additional information is received. If pertinent information is provided in the future, a supplemental report will be submitted.